Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the basic occlusion test and was unable to prime at 4 pounds during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The pump was received with a cracked display window corner and missing the end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 168 mg/dl at the time of incident. The customer stated that the insulin squirted out during manual prime. The customer was disconnected during prime. The pump piston continued to move forward after the reservoir contact and insulin squirted out and it was followed by the compromised force sensor system alarm. The customer stated that there were no numbers on the screen and no beeps were heard. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.